Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0cl80, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was a revision on (B)(6) 2015. They replaced the lead wire and moved the implantable neurostimulator (ins) from the left side to the right side and also implanted the ins deeper. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.